Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that this event occurred on 2018-01-25, rather than 2018-01-29. No further patient complications have been reported as a result of this event. **see user facility medwatch (mw5074968)**.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a seizure during a CT scan. Environmental/external/patient factors that may have led to the issue is a previous history of seizures. No diagnostics/troubleshooting was performed. It is unknown if the issue is resolved. No further complications were reported or anticipated with this event.